Event description:
There have been three incidents involving IV tubing from infusion pump system. The first rptd tubing disc had a puncture. The second rptd system displayed message, "air-in-line" and when unit was opened it was noted that disc was leaking. The last rptd air throughout the entire length of tubing which seemed to originate from the filter. No air reached any pt. All three complaints are from the same facility and occurred between march 4 and april 18.